Event description:
It was reported that this pacemaker device exhibited pacing inhibition, oversensing and noisy signals. Technical services (ts) reviewed the data and stated that the noisy signal was consistent with possible myopotential activity. Furthermore, the intrinsic amplitudes showed variability. The amplitude of the noise was likely around 1.39mv and 1.58mv. Ts recommended troubleshooting options and to perform lead evaluation. This device currently remains in service. No adverse patient effects were reported.